Manufacturer narrative:
Updated data: b4, e1(initial), e2, e3 , g3, g6, h2, h10, h11 corrected data : b5, b6, b7, d5, d10, e4, g2, h6 (impact) aware corrected to : 09/18/2023.

Event description:
It was reported during installation the cardiosave intra-aortic balloon pump (iabp) had an out of box failure. Helium bottle does not fit in his place. There was no patient involvement reported.

Event description:
It was reported during installation by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had an out of box failure. Helium bottle does not fit in his place. There was no patient involvement reported.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) helium tank is installed in the cardiosave iabp it connects to the high pressure helium regulator which is located in the hospital cart. A getinge field service engineer evaluated when the helium tank is installed in the cardiosave iabp it connects to the high pressure helium regulator which is located in the hospital cart. The regulator has two indexed pins which align with two holes on the helium tank valve. Both the pins on the regulator and the holes in the tank valve have an allowable tolerance for their placement. If both parts are within their allowable tolerance, they will be able to connect. However, a number of disposable helium tanks have been identified as having the location of their index pin holes out of tolerance. This out of tolerance condition prevents the helium tank from connecting to some regulators.e are currently in the process of pulling back all available inventory of the disposable helium tanks and sending them back to our supplier to have each tank valve measured. The supplier will then return conforming materials to us to be returned to inventory. This will allow us to get conforming materials back out to the field as quickly as possible. Additionally, we will work with the supplier to ensure this issue does not happen again. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during installation the cardiosave intra-aortic balloon pump (iabp) had an out of box failure. Helium bottle does not fit in his place.